Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead had high and unstable thresholds. It was also reported the lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.